Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that infusion cannula broke off leaving a portion of the cannula embedded. The cannula detached while the patient was removing the device. The customer stated that her blood glucose levels were not affected. Customer did not immediately seek medical attention. Upon follow up call a day later with the patient from customer technical support provider, the patient stated that she will be following up with dermatologist about the broken off cannula. Patient also stated that there was no sign of inflammation or infection, but there is a small bump where the cannula broke off. No further adverse health outcomes were reported.